Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted on (B)(6)2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a broken needle occurred. The sensor was inserted on (B)(6) 2023. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to applicator was not received. The reported event of a broken needle could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).